Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -6.50/-1.50/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault and pupil block with elevated iop. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: b3- date of event: (B)(6) 2019 is corrected to (B)(6) 2019. B5- the reporter indicated that a 13.2mm tmicl 13.2 implantable collamer lens of -6.50/-1.50/093 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault and pupil block with elevated iop. The exchange resolved the problem. D6- implant date: (B)(6) 2019 is corrected to (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 13.2mm tmicl 13.2 implantable collamer lens of -6.50/-1.50/093 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault and pupil block with elevated iop and unreactive (fixed) pupil. The exchange resolved the problem. H6- patient code 3191- unreactive (fixed) pupil. Claim# (B)(4).